Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user contacted customer care to complete an infusion set supply change, after which insulin delivery on the ilet resumed as expected; the user noted a blood glucose of 187 mg/dl and anticipated correction to bring glucose back into range. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. Investigation included customer care education and walkthrough troubleshooting for the infusion set change. Investigation of this case revealed no device malfunction reported and no alert conditions, with successful resumption of insulin delivery after user-guided troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.